Manufacturer narrative:
A service call was made. -removed and replaced probe. -removed and replaced all tubing. -removed and replaced filter. Retested sample with expected results.

Event description:
On (B)(6) 2016 a customer reported an unexpected negative result on the galileo neo instrument (serial number (B)(4)) when performing a 2 cell screen on a patient sample. The patient has an anti-jka antibody.